Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the intellis pain stimulation implantable pulse generator (ipg) system external equipment, including the controller, was not charging and was unable to be charged, resulting in the patient being unable to charge the external equipment for three weeks. The patient, who was implanted for low back pain, experienced a new stimulation sensation of neuropathy in the right foot and right foot pain, which was believed to be due to stimulation settings being too high. Stimulation was stopped for the last three weeks due to the inability to charge the equipment, and the right foot pain ceased during this period. The patient reported that the ac charging cord plug and controller charging port contacts appeared to be intact and that contacts were wiped down daily. Troubleshooting steps included requests for a replacement ac power supply cord, a new controller, and a new lithium battery to be available for further troubleshooting at the next appointment. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from rep. It was reported that cause of the issue was not determined. Replacement device was sent to patient.issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.